Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe was missing scale markings. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the customer discovered that two syringes were without markings to measure the amount of insulin. I purchased a box of the bd syringes from my pharmacy on (B)(6) 2019. When I opened a packet, I discovered that two syringes were without markings to measure the amount of insulin. This is frustrating because now I have two syringes that are not able to be used and a waste of my money. I pay out of pocket (no insurance) for these syringes and it is a big expense. I have two packets left that I have not opened that I'm sure contain more unmarked syringes.